Event description:
Discordant, falsely low human chorionic gonadotropin (hcg) results were obtained on a patient sample on the immulite 2000 instrument. The initial results were not reported to the physician. The samples were rerun, and the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and replaced the carbon dioxide (co2) scrubber and back flush sample probe. The fse then tested the sample neat three times and tested the 5x, 10x, and 20x dilutions on the patient sample to confirm that the results were accurate, which they were. The cause of the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.